Event description:
N/a.

Manufacturer narrative:
Corrected data: d1, d2, d3, d4, e1. Updated data: b4, g3, g6, h1, h2.

Event description:
It was reported that transray plus 40 cc intra-aortic balloon (iab) when used as an emergency measure. Approached from the femoral artery the sensor pressure waveform became unstable. Finally, no pressure was produced. The sensor connector was removed, but there was no improvement. As the blood pressure was stable

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Record ID: (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (event site telephone), g3, g6, h2,h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d7a, h6 (health effect ¿ clinical code). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath. The returned non-maquet sheath was over the catheter. One kink was observed on the catheter tubing approximately 76.2cm from iab tip. The optical fiber was found to be broken within a kink approximately 76.2cm from the iab tip. The inner lumen was found to be occluded. The occlusion was not able to be cleared. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Record ID: (B)(4).